Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received watch dog error alarm. The customer's blood glucose level at the time of incident was unknown. The customer states the pump was blank. The customer was advised to replace battery and monitor the device. The customer was advised to call back if issues persist.